Event description:
It was reported that the patient had a pre-syncopal episode with a seven second pause on the patient's telemetry. This occurred when the patient was bending over to retrieve something from the floor. All header connections were verified to be correct and an x-ray examination verified good lead positioned. As the lead measurements and physical examination did not reveal any answers to the seven seconds pause of telemetry, the decision was made to remove the ICD.

Event description:
Several pts (exact number and individual details not provided to 3m (B)(4)) experienced cracks in their tooth structure (both lingual and buccal areas) after dentist performed posterior restorations with 3m (B)(4) filetek supreme plus flowable restorative, 3m (B)(4) filetek supreme plus universal restorative, and 3m (B)(4) adper single bond plus adhesive. Restorations were either new, or were done to replace old amalgam fillings. Some pts have required crowns or root canals; all pts are reported to be fine. Dentist indicated her technique to be as follows: places about 1 mm of filetek supreme plus flowable restorative in box and light cures; applies 2 to 3 coats of adper single bond plus adhesive and lightly air dries between each layer and light cures; places filetek supreme plus universal restorative greater or less than 2 mm in incremental depth and light cures for 30 seconds. Dentist also indicated she uses a sleeve over the light guide and tip of the curing light.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported pacing anomaly was not verified in the laboratory. The device's functionality was tested on the bench and on the automated test equipment; all device functions were normal. It is not known what caused the pacing anomaly observed in the field.